Event description:
It was reported that a patient had an unspecified break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection ceftazidime (500 gram) and amikacin (125 milligram) (routes and frequencies not reported) for peritonitis. At the time of this report the peritonitis was resolving and the patient was recovering. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt- (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.